Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site could not verify the instrument. The top prong of the probe was bent and the instrument was now outside of its geometry error. There was less than an hour delay to the procedure. There was no impact on the patient's outcome. It was also reported during the case the system displayed an "internal critical error" and then the system shut off. The site was able to reboot and continue with case with a few minute delay.